Event description:
It was reported that the user experienced a hypoglycemic episode while using the ilet, described by the user as ¿dropped to the 20s,¿ with no alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included no reported long-term or serious impact. Investigation included outreach to obtain additional clinical and device-use details for assessment. Investigation of this case revealed insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.